Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(4) 2018. It was reported that the most recent refill prior to the event was (B)(4) 2018 at 13:27. It was noted that the pump was beeping and the programmer had telemetried, but was unable to restart the pump on (B)(4) 2017. A pump revision was scheduled on (B)(4) 2018 and the outcome was noted to be ongoing. The etiology indicated the event was related to the device or therapy and not related to the implant procedure. The patient denied any withdrawal symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 2500mcg/ml fentanyl at 878.7mcg/day, and 16000mcg/ml bupivacaine at 5624mcg/day via an implantable infusion pump for left foot surgery and chronic pain. It was reported that the pump was interrogated on (B)(6) 2018 and showed a motor stall occurred on (B)(6) 2018 which was active. Logs also show that a motor stall and recovery occurred on (B)(6) 2018. No environmental/external/patient factors that may have led or contributed to the issue were reported. It was reported that the pump would be replaced. But hadn¿t been scheduled. It was reported that the patient was also taking vicodin, and the motor stall had not been resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the device diagnosis was updated to pump motor stall. The outcome of the event resolved without sequelae on (B)(6) 2018. Interventions included the pump was explanted/replaced on (B)(6) 2018 and device was disposed of according to biohazard instructions. It was noted that the pump was telemetried/analyzed with an alarm alert. The logs indicated the motor stalled on (B)(6) 2018 without recovery. The pump was reprogrammed to silence the alarm. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event date was updated to (B)(6) 2018, but was left at (B)(6) 2018 per logs indicating a motor stall and recovery. Per the telephone encounter on (B)(6) 2018, the patient was having severe withdrawal and went to the hospital emergency room. No further complications were reported.